Event description:
It was reported that the ECG cable was defective. The monitor was not reading ECG or would read inaccurately. The event occurred at the hospital. The operator of the device was a health professional. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 848214583 could not be found for the reported catalog# 21-0460-51; therefore, the manufacturing date could not be determined. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.